Event description:
It was reported that patient underwent total hip arthroplasty in 2007. Subsequently, the patient presented to the doctor with pain. Patient stated that his doctor advised him that the radiographs showed acetabular shell component had shifted about ¾¿. Further the patient stated that during revision procedure in 2009, m2a modular head component could not be disengaged from the stem. All components were removed and replaced. User facility risk management was notified of the event details the following month. Biomet received response from user facility six days later, and user facility advised us that patient had in fact fallen in previous months. Risk manager conducted an investigation; including an interview with the surgeon where it was determined that no serious injury occurred and no medwatch report would be filed.

Event description:
It was reported that patient underwent total hip arthroplasty in 2007. Subsequently, the patient presented to the doctor with pain. Patient stated that his doctor advised him that the radiographs showed acetabular shell component had shifted about 3/4". Further the patient stated that during revision procedure three months later, m2a modular head component could not be disengaged from the stem. All components were removed and replaced.user facility risk management was notified of the event details on june 23rd. Biomet received response from user facility on june 29th and user facility advised us that patient had in fact fallen in previous months. Risk manager conducted an investigation; including an interview with the surgeon where it was determined that no serious injury occurred, and no medwatch report would be filed.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of returned component found evidence of bony ingrowth into the porous coating. This report filed september 1, 2009.

Manufacturer narrative:
Evaluation in process, but not yet complete.